Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, discharging, stressing peripherals, hw shutdown tests, and a defib cycle testing, using battery and aux separately and together, without duplicating the report. The dock connector and monitor board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.